Manufacturer narrative:
B3: date of event unknown. D10: 142-28-93 - cocr fem head 28mm -3.5 offset 12/14: (B)(6). 160-71-13 - nv cemented plus ext size 13: (B)(6). Pc-13 - stem centralizer 13mm: (B)(6). Bp-2846 - bipolar head 46mm: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total hip replacement on the left side. Subsequently, the patient experienced left hip pain. The surgeon could not rule out that the pain is likely coming from other areas and not the specifically from the left tha. It was noted that the patient is frail and continues to fall and injure herself. The patient was prescribed medication and physical therapy. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6. The reason for the clinical symptom of pain reported cannot be conclusively determined but may be related to infection, component loosening, instability, osteolysis, impingement, bone fracture, other patient-related conditions, or a combination of these. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.